Event description:
It was reported that, "hypertrophic non-union."

Manufacturer narrative:
Additional information has been requested. Once the investigation has been complete, any additional information will be reported in a supplement. Device will not be returned for evaluation.